Event description:
The complainant reported that the clinicians were performing the implant of a mid urethral bone anchor sling on a female pt in 2009. According to the complainant, during the procedure, the speed tac did not stick to the pubic bone. They opened another precision speedtac transvaginal anchor system and completed the case with no complications. No pt complication were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The complainant indicated that the device will not be returned for eval, as it had been discarded subsequent to the event; therefore, a failure analysis is not available, and we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.